Event description:
It was reported that there was an unspecified issue with one of the cassettes and the patient was not able to finish up the medication (about 60ml). A new premixed cassette was used and with no issues noted. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.